Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: brown foreign material. The root cause of the event could not specify. When the foreign material on the light guide-lens was analyzed, protein was detected. The protein is thought to have originated from bodily fluid. The foreign material on the lens was only attached to the surface, and when it was removed, color of the lighting returned to normal white light. Adhered on light guide-lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: following the reprocessing manual ¿chapter 5" which states feeding water to remove mucus. And by following the operation manual ¿precautions¿ which states: always maintain a suitable distance necessary for adequate viewing while using the minimum level of illumination for the minimum amount of time. Do not use close stationary viewing or leave the distal end of the endoscope close to the mucous membrane for a long time without necessity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited brown foreign material adhered on light gide-lens. There was no patient involvement.